Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needle disengagement was not smooth. The following information was provided by the initial reporter, translated from chinese to english: core withdrawal is not smooth.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two unsealed retracted 24ga x 0.75in. Nexiva units from lot number 3087425. Both units were placed back into their initial positions and attempted to disengage. Unit 1 displayed a strong resistance during disengagement. Visual inspection discovered that the washer was not loose within the system and there appeared to be some debris or burrs inside the washer. The unit was dissected and even after fully removing the needle from the tip shield, the washer was not falling out. The needle outer diameter was measured, and the unit was dissected to measure the diameter of the washer. For unit 2, the needle disengaged fully with no issues and the washer was loose within the tip shield. The needle outer diameter and the washer were still measured. Microscopic analysis discovered that there appeared to be some debris or burrs inside the washer. Both units met specifications regarding diameter however your reported issue was confirmed and determined to be manufacturing related for the burrs observed on the washer. Burrs on the washer are not known to be caused during manufacturing however this may have been a raw material flaw. Visual inspections for burrs are performed during incoming inspection by the raw materials department to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.